Event description:
It was reported, the programmer has noise on the egm (electrogram). No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was able to verify the customer comment and the root cause was found to be that there were cracked solder joints on the electrocardiogram (ECG) connector on the link electronic module (lem) printed circuit (pc) board assembly. ,